Event description:
It was reported that the customer had high blood glucose levels of 141 mg/dl. The customer reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was not completed. It was reported that the reservoir of the insulin of the insulin pump might have been occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).